Manufacturer narrative:
Patient city: (B)(4). Patient country: sweden . Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Reference number (B)(4). Event occurred in sweden it was reported that the patient experienced a hypoglycemia event on (B)(6) 2026. The patient took candy to treat the hypoglycemia. The customer reported that the alarm settings for stop before low and on low were turned off. The customer manually stopped insulin delivery. No further information available. .